Event description:
It was reported that, "opened sterile packaging to put the plate in our kit. Notice scratches on the plate. Also, the thread's holes on the plate look worn like the plate was already used and removed."

Manufacturer narrative:
Additional information has been request. If additional information is received it will be submitted on a supplemental report.